Event description:
The customer stated that she attempted to test her blood glucose, but was not able to get a reading. Her breeze2 meter display indicated that a disc needed to be loaded into the meter, even though there was already a disc inside. The customer went to a local pharmacy to get a replacement meter. The pharmacist contacted bayer and stated that the customer was not feeling well and had to go to the hospital. The hospital tested her blood glucose at 30 mg/dl. The customer was treated with glucose and released once her blood glucose level increased. The customer's meter and test strips are to be returned for evaluation. The customer's meter was replaced at the pharmacy. Replacement test strips were sent to the customer.